Event description:
On (B)(6) 2015, the device was implanted via l-p shunt to the patient with subarachnoid hemorrhage ((B)(6) female,(B)(6)). After implantation, it was noted the ventricles of the patient's brain became large. The surgeon changed the pressure from 160mmh2o to 80mmh2o, but the patient¿s condition was getting worse. Though extraction of csf was confirmed by tapping, the surgeon suspected the occlusion of the valve and removed it on (B)(6) 2015. It was reported that the patient had a arachnoid cyst at the fourth ventricle. The patient¿s condition is being followed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusions were noted. The catheters were irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed for pressure testing. The valve was then pressure tested. The valve passed the test. No root cause could be determined as the product functioned as expected. Review of the history device records confirmed the valve product code ns9008 with lot crlbrb, conformed to the specifications when released to stock on the 31st october 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.